Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient felt uncomfortable stimulation and was too strong when sitting since implant of the ins on (B)(6) 2016. The patient was concerned because she was told by the manufacturer representative to be on program 1 but she was on program 3, but wasn¿t sure. The patient was assisted in decreasing the amplitude, but was unable to confirm that the stimulation was comfortable. The patient states that she uses catheters for urinary retention and these irritate her vagina tremendously so she is not able to differentiate between that and the stimulation sensation. The patient did not believe she was trained appropriately and thinks she should have received written instructions to take home.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-28 lot# va17ljf serial# implanted: (B)(6) 2016 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the ins was explanted because it did not work or help and the patient had pain at the site. There was no cause determined for these issues but the patient did recover completely from the procedure. It was also noted that the urinary retention was a pre-existing condition and the use of catheters was standard of care. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial (B)(4)) revealed that no anomalies were identified. If information is provided in the future, a supplemental report will be issued.